Manufacturer narrative:
Results: blood residue buildup on port 10 of the bsv. Pinch valve pv30 opens the vent path to diluent pumps pm9 and pm11 and pinch valve pv42 controls the vent for the probe clean cylinder. (B)(4).

Event description:
The customer reported a leak involving a coulter hmx hematology analyzer with autoloader. The customer indicated that the instrument generated a 'flow cell clog' error when the leak was noticed. The volume of the leak was approximately 5 ml and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and noted that the probe dripped fluid during startup. The fse discovered that the tubing through pinch valves pv30 and pv42 were cut. The fse replaced the tubing through pv30 and pv42 and the leak was resolved. The fse stated that the instrument was generating 'flow cell clog' errors due to blood residue build-up on port 10 of the blood sampling valve (bsv). The 'flow cell clog' errors were not related to the leak at the probe and the fse cleaned the bsv to resolve the issue. Repairs were verified and results met published specifications.